Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, they were unable to aspirate the reservoir of a new pump. They tried warming the pump and different syringe sizes, but could only aspirate approximately 10 milliliters (ml) out of the pump. They could tell there was more fluid in the pump, but they were not able to get it out, so they ended up using a different pump. With the new pump they used the same needle, so they suspected it was not a problem with the needle.

Manufacturer narrative:
Analysis of the pump revealed that in the analysis lab an additional 16 milliliters (ml) of fluid was successfully aspirated. The pump then passed all non-destructive testing. The pump was filled with 40 ml of sterile water and then aspirated a total of five times with no problems encountered. The pump was then filled with 20 ml of sterile water and then aspirated a total of five times again with no problems encountered. The reservoir access issue could not be duplicated and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.